Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient underwent the following procedures: posterior spinal fusion, l4-5, placement segmental fixation, peek pedicle screws, partial hemilaminectomy, l4, decompression l4 nerve root on the left, hemilaminectomy partial decompression, l4 nerve root, with partial hemilaminectomy at l5 on the left, decompression of l5 nerve root, abandonment of proposed interbody graft, use of CT-guided navigation for placement of pedicle screws to treat the following pre-op diagnosis: lumbar instability and foraminal stenosis, l4-5. Per operative notes: a small bmp was opened. Cadaver bone was treated with the system and the bmp and cadaver bone were implanted in a posterolateral manner from l4 to l5. An intralaminar fusion was also performed at l4-5 on the right. Patient tolerated the procedure well and went to the recovery room in satisfactory condition, where he was able to move both arms and legs voluntarily.

Event description:
It was reported that the patient underwent a lateral lumbar interbody fusion surgery using rhbmp-2/acs with a metal cage. The patient's post-operative period was marked by severe pain. Following the surgery the patient suffered from autonomic neuropathy, small fiber neuropathy, peripheral neuropathy, muscle atrophy and nerve damage, inflammatory reactions, chronic radiculitis, retrograde ejaculation, osteolysis (bone resorption), displacement or migration of the spacer cage, pseudoarthrosis, dysphagia, difficulty breathing, difficulty gripping and holding items, and chronic pain. The patient now suffers from injuries, including bone overgrowth causing nerve compression, chronic pain and radiculitis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.